Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead dislodged all the way back to the device pocket due to physical exertion or possible twiddlers. The ra and rv leads are explanted and replaced. The patient was stable.